Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: blood flow out between the piston and the syringe barrel. Incident occurred during use. Sample not available. Quantity involved 2.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.